Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 03.010.523-us, lot: 31p5814, manufacturing site: bettlach, release to warehouse date: 20 march 2020. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 31p5814, and no non-conformances were identified. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. H11: d10: complainant part is not expected to be returned for manufacturer review/investigation, but has yet to be received. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a tibial nail case the surgeon could not thread the diving cap/threaded into the unknown tibial nail insertion handle. Upon close inspection, it was verified that the threads on the driving cap were stripped preventing the instrument from threading into the handle. A second tibial nail tray was opened. There was a 5 minutes surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tibial nail insertion handle (part# unknown, lot# unknown, quantity 1). This complaint involves 1 device. This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).